Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not letting them advance to fill cannula screen. The customer stated that the insulin was dripping but there were no numbers coming on the screen. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.